Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884. Customer reported a keypad anomaly and/or stuck button alarm. Customer reports receiving sensor alert. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. During visual inspection, no moisture damage on keypad assembly and no cracks on u1 traces. Unit passed self test. The adapt tool was utilized to search for any 61 stuck key alarms that may have occurred in the past. The adapt tool reveals that 61 stuck key alarms were displayed on (B)(6) 2024 at 16:24:08 and at 16:24:28. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic stack. During deconstructive analysis, no damage was noted to keypad assembly or the keypad traces and the j1 connector on pcb1 was locked properly during visual inspection. Unit was also received with battery tube threads - cracked, serial number label missing, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case, cracked keypad overlay at select button and pillowing keypad overlay. In conclusion, the customer allegation for stuck key alarm was not confirmed when no 61 stuck key alarms were noted during testing of the unit. All keypad buttons were responsive and working properly. No moisture damage was noted on keypad overlay assembly or cracks on u1 traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.